Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse events number 1 states, "material sensitivity reactions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01847 & 07297 & 07299).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, femoral osteolysis, adverse reaction to metal debris, fluid and poly wear were noted. The fluid on the posterior lateral quadrant of the right hip measured 40.3x30.4x33.5mm. These findings were found due to follow up testing. Patient further reported implant snapping/popping, limping, knee/ankle problems and pain. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, femoral osteolysis, adverse reaction to metal debris, fluid, and poly wear were noted. The fluid on the posterior lateral quadrant of the right hip measured 40.3x30.4x33.5mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.